Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, high voltage regulator board, and generator driver board were replaced, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system was arcing and they were hearing popping noises. The arcing was causing the system to shut down. There is no report of patient injury associated with this event.